Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the piece of aorta did not stay up in the punch. The tissue looked like it was split on one side, not like a "donut" plug with a tiny circle in the center. Same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the case of the cutter and on the needle of the cutter. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The actuation button was depressed approximately 1 inch inside the casing. There were no signs of tampering or damage; therefore the root cause is undeterminable because the event occurred during the use of the device and the procedural operation is unavailable for our review. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle, therefore we are unable to confirm the reported complaint "failure to cut".

Event description:
The hospital reported that during a coronary artery bypass procedure, the piece of aorta did not stay up in the punch. The tissue looked like it was split on one side, not like a "donut" plug with a tiny circle in the center. Same device was used to complete the procedure. The hospital did not report any patient effects.